Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2016 with the following findings: on examination, the battery compartment was confirmed to be cracked/chipped from the side of the battery compartment threads to above the bumper pad at the threads. There is a crack on the side of the battery compartment that travels down to the case seal and below the bumper pad at the case seal. The pump case was cracked near the top and the bottom right corners of the display lens at the case seal. Unrelated to the original complaint, the display screen was noted to be dim/faded and discolored. Additionally, the up arrow and down arrow buttons demonstrated intermittent unresponsiveness when tested. The keypad cover was removed for investigation and revealed contamination on the contacts of all the keypad buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.